Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer's mother called to say that her son's blood glucose levels have been fluctuating between 229-490 mg/dl while wearing this pod. They were able to take this pod off and start a new one successfully. No further issues were identified.